Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2011, this patient was implanted with gore excluder endoprostheses to treat an infrarenal abdominal aortic aneurysm. The procedure concluded with no major complications. On (B)(6) 2011, the patient developed a ruptured infrarenal aortic aneurysm. The patient was taken back into the operating room. The patient expired on the operating table. Cause of death is unknown.